Event description:
Reportedly an empty intravia solution bag was filled to 180 ml with 4100mg methotrexate (antineoplastic agent) and 0.9% sodium chloride. The solution was sent to a home pt to administer 5cc per hour over 36 hours. The pt is utilizing a diatek cad 6500 legacy plus pump. Reportedly the pt was infusing the admixture for approx 32 hours and noted the solution bag was leaking. The pharmacy reports they believe the solution was leaking for four hours before discovery by the pt. Pharmacy reports no pt sequelae and the missed medication is not medically significant.